Manufacturer narrative:
(B)(4). Physio downloaded the device's electronic records and was able to confirm that an unexpected loss of power occurred during the event. As a precaution, physio replaced both the system pcb and battery contact pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the display on their device "blanked out" after providing a synchronized shock to a patient. Additionally, none of the buttons on the device would respond when pressed. Medical personnel had to remove, then reinstall, both batteries from the device in order to restore power to the device. Once power was restored, medical personnel proceeded to use the device for the remainder of the event with no further discrepancies observed. The customer advised that the delay in patient care was minimal and that there were no adverse effects to the patient as a result of the reported issue. The patient, a (B)(6) male, survived the event. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that the display on their device "blanked out" after providing a synchronized shock to a patient. Additionally, none of the buttons on the device would respond when pressed. Medical personnel had to remove, then reinstall, both batteries from the device in order to restore power to the device. Once power was restored, medical personnel proceeded to use the device for the remainder of the event with no further discrepancies observed. The customer advised that the delay in patient care was minimal and that there were no adverse effects to the patient as a result of the reported issue. The patient, a (B)(6) year-old male, survived the event. No further details about the patient or the event were provided.